Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable. Device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue resection the physician was removing the scope and device from the patient and still had the footpedal engaged which caused lacerations to the patient's cervix and vagina. The physician had to do extensive stitching on the patient. No additional information was received.